Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced signal loss of dexcom g7 glucose values to the ilet while glucose values continued to display on the dexcom app; the issue resolved after the user, with guidance, navigated the ilet menu to switch cgm sensor settings from g6 to g7 and start the sensor, after which readings appeared on the ilet within minutes. Symptoms included no adverse clinical effects and no changes in blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on correct cgm configuration within the ilet. Investigation of this case revealed a temporary communication or configuration issue between the ilet and the dexcom g7 that resolved with correct sensor selection and initialization, consistent with use error or setup error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was improper or incomplete device setup leading to transient loss of data display on the ilet.